Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a07730. Product family: scs-linear leads upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 137061.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to charging difficulties. Device replacement went as planned. Device not available for return because hospital kept it. Patient doing well, getting adequate stimulation on her pain areas. Electrocautery was used.